Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-physiological signal. Data analysis was performed, post-shock signal contains artifacts which could be an indicator of electrode issue. Oversensing was observed in the secondary vector. Boston scientific technical services requested higher quality x-rays to verify electrode body shape as well as connection. The implant x-ray does appear to show the system higher which is also adding the possibility of higher myopotential detection. Complete troubleshooting was recommended for all sense vector configuration and have the patient perform maneuvers and manipulate the device to reproduce the artefact issue. Additionally, new x-ray imaging was provided for review, technical services reminded local representative that further invasive actions would be needed. Technical services suggested hospitalizing the patient can be an option if they want to avoid other inappropriate shocks. The device was reprogrammed to primary vector. Subsequently, this device and electrode were explanted and replaced. No additional adverse patient effects were reported. The products are expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-physiological signal. Data analysis was performed, post-shock signal contains artifacts which could be an indicator of electrode issue. Oversensing was observed in the secondary vector. Boston scientific technical services requested higher quality x-rays to verify electrode body shape as well as connection. The implant x-ray does appear to show the system higher which is also adding the possibility of higher myopotential detection. Complete troubleshooting was recommended for all sense vector configuration and have the patient perform maneuvers and manipulate the device to reproduce the artefact issue. Additionally, new x-ray imaging was provided for review, technical services reminded local representative that further invasive actions would be needed. Technical services suggested hospitalizing the patient can be an option if they want to avoid other inappropriate shocks. The device was reprogrammed to primary vector. Subsequently, this device and electrode were explanted and replaced. No additional adverse patient effects were reported. The electrode was not return for analysis, only the device.